Manufacturer narrative:
A replacement glidescope video baton 2.0 large was provided to the customer and the reported glidescope video baton 2.0 large used during the procedure was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned video baton and confirmed the image failure. When connecting the reported video baton to known, good, test verathon equipment and manipulated, the tsr observed that the video image displayed a split screen and horizontal green static appeared on both a glidescope core 10-inch monitor and glidescope go monitor. Furthermore, shell delamination was noted and the lens cover was missing plastic. The customer's video baton failed verathon's device functionality testing. The glidescope operations and maintenance manual (omm) notes that, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Upon completion of the evaluation, the device was scrapped, due to the customer already being provided a replacement. Corrective action is currently not required at this time. Verathon will continue to monitor for any ongoing trends.

Event description:
A customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image on the connected glidescope go monitor was staticky, cracking, and gave a white noise when the video baton was manipulated. The customer reported isolating the issue to just the glidescope video baton 2.0 large. No delay in the procedure, use of a backup device, or harm to the patient was reported.